Manufacturer narrative:
The subjected device was not returned to olympus medical systems corp.(omsc) for evaluation. Omsc checked the device history record of the subject device, and there was no irregularity found. The bw-20t instruction manuals state the corresponding method when there is an abnormality to the cleaning brush. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
On (B)(6) 2015, olympus was informed the following information. The facility planed the biopsy for inspection about h.pylori. The physician tried to insert the biopsy forceps to the endoscope. The physician felt the friction, so the physician used the narrow biopsy forceps. This biopsy completed without any abnormality. In addition, the physician tried to additional biopsy. The physician inserted the biopsy forceps to the endoscope. At that time, a part of the cleaning brush dropped out in the digestive canal of a patient from the channel of the endoscope. The physician removed the part of the cleaning brush from the patient, and completed this procedure. There was no report of the patient's injury regarding this event. The facility commented the following. The facility acknowledged this cleaning brush has deteriorated clearly. This issue is not due to the product.

Manufacturer narrative:
Omsc checked the device history record of the subject device, and there was no irregularity found. The facility commented the following. The facility acknowledged this cleaning brush had deteriorated clearly. This issue was not due to the product. Based on the information, omsc surmised that this event occurred in the following mechanism: the subject device had the deterioration by the previous use. In that situation, the facility used this device continuously. As a result, the facility applied the load by the use to the deteriorated portion, and the deteriorated part broke. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.